Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and a bent pin was observed on cord connector. There was no relationship found between the returned device and the reported incident. Complaint of overheating could not be reproduced. The connector pin on cord connector was bent and mdu could not be inserted into the mdu receptacle on the test control unit. It appears that the user twisted the connector while inserting it into the mdu receptacle, bending a pin. Mdu passed functional testing with no overheating after the bent pin on the cord connector was straightened out. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device was getting hot. No case involved.